Event description:
It was reported that during a colon procedure on a patient with colon cancer, part of the ancillary trocar of the device was broken off and stayed in the connect hole of the anvil. The patient is fine now, but the whole procedure was delayed around 30 minutes and the patient was given more anesthetic. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition, fully loaded with staples and with the breakaway washer uncut. After further analysis, it was noted that the locking springs on the anvil were scratched. In addition, the tip of the ancillary trocar was lodged inside the anvil. The damage to the anvil locking springs and the ancillary trocar is consistent with grasping on the locking springs while attempting to remove the ancillary trocar. Please note that when attempting to detach the trocar from the detachable head or anvil, do not clamp across or grip on the locking springs as it will lock the trocar it inside the anvil. If torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The piece of trocar was removed from the anvil and the device was tested for functionality with the returned anvil and washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.